Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Correction of b5, g2, g3. G3 aware date should have been reported as 09aug2024. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation we could not specify root cause of the foreign material remaining in the subject device. We assume the defect was caused by a wrong user handling/user mishandling. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope channel was clogged. The issue occurred during reprocessing. There were no reports of patient harm.